Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified artery below the knee. Following the advancement of a non-bsc guide wire and 6f introducer sheath, a 2.5mm x 220mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured during the 1st inflation at 6 atmospheres for 30 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.